Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had intermittent spikes in stimulation, like a punching feeling. The location of the spikes was in the patient¿s bladder and down both legs. The patient noted the change in therapy was sudden and they turned stimulation off after it happened however they still experience those spikes intermittently. No further complications were reported.